Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The current was applied to the sensor to perform linearity testing while in the test fixture. Sensor found to be in state 5 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. No failure modes were observed on the sensor plug assembly upon visual inspection. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message on the adc device as compared to an hcp result. No symptoms were reported however, the customer was unable to self-treat and had contact with a healthcare professional who obtained an unspecified laboratory result. The customer received unknown medical treatment for the reported issue and no additional information was reported. There was no report of death or permanent injury associated with this event.